Event description:
Patient reported freedom pump is broken and dial no longer turns. Patient will miss dose today as she does not want to manually push medication. Patient prefers to wait for new pump. Cvs is sending a new pump. Patient is not returning pump. Unknown if photos are available. Serial number not available. No further information, details or dates provided. Patient has been using freedom pump for hizentra since (B)(6) 2023.